Manufacturer narrative:
D9: updated the devices return information.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 72-year-old male patient was admitted to the hospital with with heart failure acute decompensated on chronic cardiogenic shock (cardiomyopathy) with a mean atrial pressure of 71 mmhg in society for cardiovascular angiography and interventions shock stage b. During prepping the first impella cp pump it was found that the purge system leaks in the side arm. Subsequently, the pump was removed from sterile field and replaced with a second impella cp pump, which was successfully placed, presumably before the percutaneous coronary intervention (pci) with via the right femoral artery and the single-access technique was done. The outcome of the patient is unknown. The failure of the first impella cp system is coded as ¿no information available¿ as there was no harm for the patient. Furthermore, it was coded for ¿device revision or replacement", and¿ delay to treatment/ therapy". The issue resolved with the second pump was replaced; however, a delay of the pci happened. Product was returned to the manufacturer. This event involved an impella cp pump leaking from the purge line prior to insertion. The device was replaced with a new pump. Priming problems are considered not reportable.